Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve did not meet specifications for pressure-flow or preimplantation testing. The valve did not pass leakage testing due to a small tear on the bottom of the delta chamber. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.